Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was electively replaced due to normal battery depletion. Visual inspection of the device identified it was inverted in the pocket with the header in a posterior position. Shocking impedance measurements during the procedure were within range at approximately 100 ohms. The hex wrench would not engage when trying to tighten or loosen the setscrew and the physician questioned if the electrode to device connection was secure. A replacement device was implanted and successfully interfaced to the existing electrode. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in the post market quality assurance laboratory, a thorough evaluation of the device was performed. The clinical observations were confirmed through laboratory analysis as the setscrew was stuck in the up position against the retaining washer, and the force required to loosen the setscrew was greater than the force that would be exerted by the torque wrench packaged with this device. After the setscrew was loosened from the capture washer, it operated normally in both directions. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The instructions for use (IFU) provides additional instructions on how to loosen stuck setscrews if they occur during procedures and reminds users not to back the setscrew out against the backstop. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.